Manufacturer narrative:
Approximate age of device: 9 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2018. It was reported that the patient stated he noticed his stools were black about a week prior to his visit. He was complaining about dizziness and shortness of breath for 4-5 days and abdomen discomfort. Patient went to the local hospital and his hemoglobin was 6 and hematocrit was 16. He was admitted and received three units of packed red blood cells. Additional information was requested but not provided.

Manufacturer narrative:
A correlation between the reported bleeding and the device cannot be conclusively determined. The patient reported noticing black stools for about a week. They visit the clinic and complained about dizziness, shortness of breath for about 4-5 days, and abdomen discomfort. Upon arrival to their local hospital, the patients hemoglobin was 6 and their hematocrit was 16. The were admitted to the hospital and received 3 units of packed red blood cells. The heartmate 3 IFU lists bleeding as an adverse event associated with the use of the heartmate 3 lvas. This IFU also outlines the use of anticoagulation therapies. This type of event has been previously investigated. Reference document 88058. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event